Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by an advanced evaluation patient that the night prior to the call at around 3 in the morning they woke up to go to the bathroom but when they got up they felt extremely dizzy. The patient also mentioned they were now having pain when urinating and they had to push on their bladder to be able to empty it. They noted after they would urinate their bladder still felt full. On (B)(6) 2018, the patient reported feeling a burning sensation to urinate and pain. On (B)(6) 2018 the patient stated they had a strong burning sensation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.